Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging that his one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issue with the meter began "three times in three weeks". Due to the alleged issue, the patient drank more food/drink. At an unspecified time after the alleged issue began, the patient claims he overdosed on insulin on three separate occasions. It is unknown what symptoms the patient had experienced at the time and due to the increase dosage of insulin, he treated himself with orange juice, sugar and maple syrup. The patient did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. This is not the first time the product is being used. There was no misuse of the product. The meter did not power on by pressing the power button and issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he overdosed on insulin and later had to self-treat with food/drink.